Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced severe right flank pain due to filter moved after original placement and extended into right renal vein; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Upon successful deployment, CT abdomen/pelvis demonstrated the filter has dislodged slightly in which the axis of the filter appears to have shifted, one of the prominence located within the right renal vein at its insertion and barb of the ivc filter extends into the distal right renal vein. Hence, the patient experienced back pain. A strut which was free floating were identified during removal or reposition filter. The filter was repositioned at the level of l2-l3. Approximately after three years, multiple struts of the ivc filter penetrating the ivc where one strut penetrates the right lateral wall of the abdominal aorta and another strut abuts the posterior wall of the second/third portion of the duodenum. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced severe right flank pain due to filter moved after original placement and extended into right renal vein; however, the current status of the patient is unknown.